Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had a blank screen on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that he understands that their pump is out of range. The customer declined troubles shooting the issue. No further information was provided.